Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that twelve years following a cataract extraction with intraocular lens (iol) implant procedure, the iol's color changed and the patient experienced vision loss. Additional information was requested.